Manufacturer narrative:
This report is for unknown zero-profile cage plate system. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown zero-profile cage plate system. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: barbagallo g, et al (2014). Early postoperative extramedullary MRI signal changes after acdf: misinterpretations can be dangerous and misleading. Case report and review of the literature. Journal of neurosurgical sciences. Volume 58. Supplement 1 to number 2. Pages 123-128. (Italy). This is a case report of a (B)(6) year-old woman who presented signs and symptoms of myeloradiculopathy secondary to a c5-c6 disc herniation. Cervical x-rays showed signs of degenerative disc disease, with spondylotic changes and a reduced disc height, at c5/c6. Magnetic resonance imaging (MRI) demonstrated a broad-based disc herniation at c5/c6 causing spinal cord compression and canal stenosis. On t2-weighted MRI intramedullary hyperintense signal changes were also seen at c5/c6. A thicker ligamentum flavum causing moderate cord compression was also seen on the posterior surface of the spinal cord. The patient underwent a microsurgical anterior cervical discectomy and fusion and was implanted with a depuy spine carbon fibre reinforced polymer (cfrp) stand-alone cage packed with synthetic silicated bone graft from a competitor. Surgery was uncomplicated and the postoperative course was uneventful. Postoperative x-ray showed the correct placement of the c5/c6 intervertebral cfrp cage. 3 days postoperatively, the patient complained of worsening motor deficits both in upper and lower limbs with severe difficulties in hand movements and in walking. Neurological examination revealed a spastic quadriparesis. An urgent MRI scan showed focal spinal cord compression at c5-c6 level. On t1-weighted images a hypo-isointense tissue was visible behind the cfrp cage and extending into the anterior epidural space above and below the disc space. On t2-weighted MRI the compressing material behind the cage and extending epidurally appeared to be iso-hyperintense. The patient underwent revision for exploration of the surgical field and evacuation of the hematoma. During surgery, no obvious hematoma was found but only some serous fluid with a small piece of hemostatic agent which had been left in place during the initial surgery. No cord compression were detected. A cfrp cage packed with synthetic silicated bone graft was inserted back. Postoperative MRI showed better findings. Postoperative course was uneventful and the patient was discharged home 5 days later. 3 days later after the revision surgery, the patient came back complaining of worsening spastic quadriparesis, with a sensory level at th4, bilateral babinski sign, positive ankle clonus (> on r side) and ataxic-spastic gait. An urgent MRI scan showed a picture similar to the previous one: on sagittal, t1-weighted images a hypo-isointense material was seen behind the cage. Such material appeared to be hyperintense on t2-weighted sequences. Spinal cord compression was again evident at c5-c6. Patient underwent third operation via an anterior approach due to persisting cord compression. The cfrp cage was removed and no hematoma was found in the epidural space. Only some more fragments of the posterior longitudinal ligament were removed and, once more, it appeared clear by microhook exploration that the epidural space was free, despite the MRI appearance. An unknown synthes zero-profile cage plate system filled with a synthetic silicate bone graft from a competitor was implanted. Postoperative MRI showed improvement of the spinal cord compression, although obvious effacement of the anterior subarachnoid space remained present as well as the signal changes, respectively iso-hypointense on t1-weighted images and hyperintense on t2-weighted, at the disc level behind the cage. On her fifth postoperative day after the re-revision, the patient presented recurrent symptoms of ensuing myelopathy. The patient then underwent c3-c6 laminectomy to achieve thorough spinal cord compression. This report is for unknown synthes zero-profile cage plate system. This is report 1 of 1 for (B)(4).